Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. Inspection of the returned sample upon receipt found that one tr band and inflator were returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 0ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band was returned for assessment and the sample leaked at the check valve. The valve was deconstructed, and a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the valve. A nonconformance was initiated for this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient had selective coronary angiogram (sca) done. The tech opened the tr band and inflated 20cc of air to make sure it inflated; deflated it. Then placed it on patent, injected 15cc of air, took sheath out, and slowly took air out until hemostasis. There was no bleeding after placement and the patient was sent to recovery. Once to recovery there was a handoff and no bleeding. After 15 minutes of time, the nurse came in to take 2-3 cc of air out and when she took 2cc of air out there was no more air in the band. There was no bleeding and no hematoma. The nurse injected 5cc of air just to make sure. After 15 minutes there was no air in the band (like the air leaked out). There was no blood loss. The reported event did not result in patient injury and/or require medical or surgical intervention. Additional information was received on 10apr2025: the device was manipulated. The rn inflated the tr band with 20cc of air to check it. She has done this for every band. The device was stored in the tr band box in the cabinet. The patient was stable. There was no noticeable damage to the device. Hemostasis was achieved when the band was originally put on. The nameplate has hands on it.